Event description:
It has been reported to philips that the system failed to boot up. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was outside of clinical use. Philips remote service engineer (rse) connected with the customer and confirmed that the system was not booting up. Upon troubleshooting rse found that the machine software was not switching on. The philips engineer rebooted the system completely. However, the issue reoccurred and fse replaced cmos battery of ippc & host pc, reset the hardware of both cpu, and restored the ghost image. After which, the system was returned to good working order.